Event description:
It was reported to philips that the heartstart mrx defibrillator attempted to charge for shock via the button on the paddles but the button was not recognized. There was no patient involvement.